Event description:
It was reported that the customer was hospitalized on approximately (B)(6) 2015 due to elevated blood glucose levels (600 mg/dl). Customer was treated through intravenous insulin drip, and released from the hospital on approximately (B)(6) 2015. Cold insulin was loaded into the cartridge, and cartridge and infusion set are changed every 3-4 days.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."